Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the sapien valve in a native aortic valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the event could not be confirmed; however, it appears to be related to procedural factors. Per report, resistance to the sewing ring of the pre-existing surgical valve or too rapid inflation of the delivery system balloon during deployment caused or contributed to the too ventricular deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more aortic position. Of note, the edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted aortic surgical bioprosthetic valve is not indicated; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that during the transfemoral implant of a 23 mm sapien valve into a 23 mm edwards lifesciences surgical valve the sapien valve shifted ventricular during balloon inflation. The resulting valve position demonstrated a moderate paravalvular leak on echo. The decision was made to place a second 23 mm sapien valve one row of cells higher. This was accomplished, the procedure was completed, and the patient was transported to recovery in stable condition. The pre-existing valve diameter was measure at 22 m by tee, and 20 x 25 mm by CT (394 area). The sinotubular junction (stj) diameter is 29.3 mm. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment. Following the procedure the surgical team discussed that the ventricular movement may have been due to resistance on the sewing ring of the surgical valve or the delivery system balloon was inflated too rapidly during deployment.